Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The excessive no delivery alarm test could not be performed due to the prime anomaly. (B)(4)

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. The customer also reported that the insulin pump alarmed no delivery and that he experienced high blood glucose levels. He advised that he treated with manual injections and used the insulin pump for basal rates. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.